Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. The mobile view station (mvs) power board was replaced and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. The suspect power board has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that, while preparing for a spinal fusion case it was not possible to boot the mobile view station (mvs) up. The site representative reported that both line power, system light, and the switch at the back of the monitor was on. The covers were taken off; none of the front components had lights and the only noise heard was reportedly a clicking sound. There was no reported delay to the procedure due to this issue and no impact on patient outcome.

Manufacturer narrative:
Additional information: there was a reported delay to the procedure of half an hour due to this issue. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system.

Manufacturer narrative:
The analysis on the power board of the viewing station of the imaging system was completed by medtronic personnel. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.